Event description:
It was reported that the patient typically used 123616a. This item was on backorder and asked if there was a substitute for this product. Representative suggested 0166l16. During discussion two potential complaints were raised: the patient was experiencing leakage and non-deflating catheters. Discussed proper inflation of balloons and explained how over inflating could cause exacerbate bladder spasms and therefore leakage. Also discussed possible reasons for non-deflator though none seemed to apply. Offered 0165l16 as a 5cc option. They stated that they reported the non-deflating foley to bd and never received a call back. They had 3 non-deflators in 5 years, and they estimated they called bd to report this two years ago. Per additional information received via email on (B)(6) 2022, it was reported that the customer previously discussed proper inflation volumes for foley catheters and remembered from their conversation that a 30cc balloon required 35cc of sterile water, however the kit they received only had a 30cc syringe. They confirmed that customer understanding was correct, and customer was unsure why bd sold this tray in this configuration; however, these trays had been discontinued. Perhaps they were unable to source 35cc syringes. Customer also stated nobody had contacted about the last call where customer reported multiple non-deflating foley catheters and leaking urine reported on (B)(6) 2024.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient typically used 123616a. This item was on backorder and asked if there was a substitute for this product. Representative suggested 0166l16. During discussion two potential complaints were raised: the patient was experiencing leakage and non-deflating catheters. Discussed proper inflation of balloons and explained how over inflating could cause exacerbate bladder spasms and therefore leakage. Also discussed possible reasons for non-deflator though none seemed to apply. Offered 0165l16 as a 5cc option. They stated that they reported the non-deflating foley to bd and never received a call back. They had 3 non-deflators in 5 years, and they estimated they called bd to report this two years ago. Per additional information received via email on 20may2022, it was reported that the customer previously discussed proper inflation volumes for foley catheters and remembered from their conversation that a 30cc balloon required 35cc of sterile water, however the kit they received only had a 30cc syringe. They confirmed that customer understanding was correct, and customer was unsure why bd sold this tray in this configuration; however, these trays had been discontinued. Perhaps they were unable to source 35cc syringes. Customer also stated nobody had contacted about the last call where customer reported multiple non-deflating foley catheters and leaking urine reported on (B)(6) 2024.